Event description:
The complainant has reported that a pt underwent a therapeutic ercp for treatment. During the procedure the coating of the tungsten filled tip on the jag precursor fell off inside the pancreatic duct. It was also reported that the pt presented with symptoms of pancreatitis; however, requests for clarification of details regarding the pancreatitis (pre/post procedure) or status of flank pain, have not been successful. The pt did undergo a subsequent procedure for removal of the tip coating. The pt is reportedly doing well now without complications.